Manufacturer narrative:
Insulin pump received with blank display, due to moisture damage on electronic assembly. Insulin pump was unable to verify battery out limit alarm, due to blank display. Insulin pump received with minor scratches on display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported that the insulin pump had blank display and battery out limit. Customer changed the batteries and got blank display. Troubleshooting was done. Customer 's blood glucose was 119 mg/dl. The blood glucose at the time of the event was unknown. It was found in the alarm history that customer had battery out limit. Advised the customer that we would send battery cap. Customer declined to troubleshoot for battery out limit. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.